Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient experienced some bleeding and experience a stroke. The patient's current status is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the patient's medical history, the cause and source of the bleeding, the cause of the stroke, and what medical intervention was rendered due to the complications. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "during an ion biopsy procedure, patient experienced bleeding and a stroke. No additional information regarding the procedure or the patient¿s status is available, despite multiple attempts. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (B)(4) with 5 (B)(4) transient ischemic attacks and 4 (B)(4) total deaths but no strokes. Another multicenter study reported 13 (B)(4) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (B)(4) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (B)(4). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.0% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Based on the available data it is possible the adverse event was possibly procedure related. There is no compelling data to suggest the event was due to the ion system, instruments or accessories. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007".